Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The reported customer complaint of the autopulse displaying error message "system error, out of service, revert to manual CPR" was confirmed. Unable to download the archive and perform functional testing due to the error message. The root cause of the complaint was due to the defective processor board. During visual inspection, damaged bottom enclosure was noted. Autopulse is a reusable device and was manufactured in june 25, 2008. The damage found is characteristic of normal wear and tear for the life of the device. An additional repair and updated was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. Processor board, bottom enclosure and load cell amp cabling were replaced. The autopulse has passed all final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying "system error, out of service, revert to manual CPR" error message when powered on. No patient involvement was reported.